Manufacturer narrative:
The reported events were lead dislodgement, change in sensing and inadequate capture. As received, a complete lead was returned in two pieces with the helix retracted and clogged with blood and tissue. X-ray examination showed that the helix was offset and stretched consistent with procedural damage. Due to the offset and stretched helix, the helix mechanism test was not performed. The reported events of inadequate capture and change in sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts except for the broken superior vena cava cables consistent with procedural damage. Visual inspection of the lead did not find any anomalies except for procedural damages. Additional findings unrelated to the reported events were observed. Final analysis found that two external insulation abrasions were found at the proximal and middle regions of the lead breaching the sheath only. The first abrasion was found consistent with friction to the device can, while the other abrasion found at the middle region of the lead was consistent with friction to another device or feature of the patient anatomy. The silicone insulation was not damaged in these regions.

Event description:
Related manufacturer reference numbers: 2017865-2023-04964. It was reported that a patient presented to the clinic on (B)(6) 2023 for a left ventricular lead revision due to high and out of range pacing lead impedance. The patient's right ventricular lead threshold was also noted to have been rising, in addition to changes in sensing. Both issues were suspected to be the result of a fall that the patient experienced in (B)(6) 2022. Upon fluoroscopy, the right ventricular lead looked to have been dislodged and there appeared to be a fracture on the left ventricular lead. Both leads were explanted without any consequences. The patient was stable throughout.